Event description:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not change color. Finally, the occluder was withdrawn, and manual compression was used. There was no reported patient injury. After the surgery, a 6f exoseal was used for occlusion and hemostasis. When the device was slowly retracted at an angle of about 50 degrees, the pulsating blood flow of the indicator stopped, and the occluder was slowly withdrawn about 1cm, but the indicator window did not change color. The operator continued to slowly retract the occluder, trying multiple angle changes, but the indicator window did not change color. The procedure was a lower limb arterial angioplasty. The surgery was performed with retrograde puncture from the right femoral artery using a non-cordis short sheath. The operator had years of experience using exoseal. The patient does not have a history of infectious diseases. Additional information was requested but not provided. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not change color. Finally, the occluder was withdrawn, and manual compression was used. There was no reported patient injury. After the surgery, a 6f exoseal was used for occlusion and hemostasis. When the device was slowly retracted at an angle of about 50 degrees, the pulsating blood flow of the indicator stopped, and the occluder was slowly withdrawn about 1cm, but the indicator window did not change color. The operator continued to slowly retract the occluder, trying multiple angle changes, but the indicator window did not change color. The procedure was a lower limb arterial angioplasty. The surgery was performed with retrograde puncture from the right femoral artery using a non-cordis short sheath. The operator had years of experience using exoseal. The patient does not have a history of infectious diseases. Additional information was requested but not provided. One non-sterile exoseal vascular closure device (6f) involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in the manufacturing position, and the indicator wire was found deployed. A non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. The indicator window was observed in the black/white position. During this visual analysis, a kinked/bent condition was noted on the delivery shaft, located approximately 2.0 cm and 3.0 cm from the distal tip. Dimensional analysis was conducted on a portion of the delivery shaft near the affected area to verify the outer diameter. The result was found to be within specification. The guard locking simulation could not be performed as the unit was received already locked. However, a deployment simulation evaluation was successfully conducted. During this analysis, the indicator wire was pulled to achieve the black/black position in the indicator window. The deployment lever was then fully depressed, resulting in the retraction of the indicator wire and expected plug deployment. The indicator window subsequently transitioned to the black/white/red position as expected. A high magnification evaluation was conducted to assess the internal mechanism. No abnormal conditions were observed during this analysis. The reported event of ¿indicator window no change to indicator¿ was not observed through analysis of the returned device as there were no anomalies noted during functional analysis of the device. The functional analysis achieved full deployment with complete window color transitions. A kink was found on the shaft, which may have been a contributing factor to any difficulty experienced during use of the device. However, the exact cause cannot be determined. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication to suggest that the reported incident could be related to the design or manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.